Event description:
The customer reported to olympus the evis lucera elite colonovideoscope nozzle was clogged. The issue was found during the regular inspection. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found the nozzle was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: nozzle has foreign objects; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; plastic distal end cover has a scratch; scope connector cover unit has a scratch; scope connector has a scratch; scope connector has a scratch; universal cord has a scratch; flexibility adjustment ring has a scratch; grip has a scratch; scope cover has a scratch; switch box has a scratch, forceps elevator has a scratch; forceps elevator knob has a scratch; light/right angulation control knob; upwards/downwards knob has a scratch; control unit has discoloration; control unit has a scratch; adhesive on bending section cover or distal sheath rubber has a chip; due to wear of angle wire, the play of upwards/downward knob is out of the standard value; distal end is deformed; and connecting tube has a scratch. Based on the results of the investigation, the foreign material found in the nozzle could not be identified. The air/water nozzle was not deformed. The users reprocessing process could not be confirmed. A definitive root cause for the clogged nozzle could not be determined. The event can be detected/prevented by following the instructions: the operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of air/water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).